Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a sensor error alarm. The blood glucose reading was not given. The patient stated that he connected the sensor to the charger and the sensor lights did flash. No further information was provided.